Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a test failure alarm and a no delivery alarm on the insulin pump. The customer stated that the insulin pump rewound on its own after the alarm. The customer's blood glucose was 146 mg/dl. Troubleshooting was done. Explained to customer that the insulin pump needed to be replaced. After receiving a new insulin pump, the customer received the no delivery alarm on the older insulin pump when trying to retrieve the settings. The customer was able to clear the alarm but could not exit the priming stage. Assisted the customer and the customer was able to exit the priming stage. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.